Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported receiving a system message during a procedure. The system was restarted w/o success. The eye was infused manually with a syringe while the system was being switched out. Following a 20 min delay, the procedure was completed with the second system and there was no pt harm reported.